Event description:
The customer contacted baxter's service center regarding a "caution: negative uf" alarm which occurred on the homechoice (hc) during drain 2 of 6. The home patient (hp) stated that she wanted to bypass. The technical service representative (tsr) explained that she had not drained out half of what she had filled. The hp then stated that she had to answer the door and drive someone somewhere, and when she came back, there was fluid on her floor. The tsr asked the hp if she had capped off the line that she had disconnected from. The hp alleged that she was not even connected yet. The hp stated that she had pressed "stop" to answer the door, but was not connected yet to start therapy. The tsr explained that was not possible and she would have had to have gone through initial drain, fill 1, drain 1, and so on, and would have had to be connected; otherwise the hc would have pulled in air and triggered a system error. The tsr again asked the hp if there was a cap on the end of the line that she usually connects too, and the hp again stated that she had not connected yet. The tsr explained that it was not possible for her not to have been connected at all and have the hc go this far into therapy. The tsr explained that she had compromised the set up at this point. The tsr assisted the hp with ending therapy. The tsr advised the hp to dispose of the current supplies that were connected and start over with either manual bags or all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. She stated that the leak was due to an open clamp, and would not provide additional information regarding the event. Therapy since has been going well, and no adverse effects were reported in relation to this incident.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.